Event description:
On 6/24/2022, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave is pumping a lot of fluid. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.